Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips from lot #s 9fpeg06a and 9fpec06a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. Since the customer did not provide the event date, it was captured as (B)(6) 2020 i.e. The date when the customer notified ascensia of the event occurrence. Lot # 9fpet06a provided by the customer was invalid. As per the batch records, the similar lot that the customer may have been using could be 9fpeg06a or 9fpec06a. The model # was not provided.

Event description:
The customer from france alleged that he obtained inaccurate readings on the contour next one meter and experienced symptoms such as thirst and frequent urination. The customer stated that he was hospitalized due to the meter readings. No further event details were provided. The device is not expected to be returned for evaluation.